Event description:
The user facility reported that water was leaking from underneath their reliance genfore washer. Water leaked down into the floor below. No injuries to hospital staff or patients. Procedural delays were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the dryer piston valve to be broken. The technician repaired the unit, ran a test cycle and found the unit to be operational.